Manufacturer narrative:
A complete lead was returned in one piece. Stylet insertion test found an obstruction/restriction at 1.3 cm from the connector pin due to the inner coil being over torqued at the connector region. This was consistent with the complaint from the field about stylet insertion failure.

Event description:
It was reported that the patient presented in the operation room for an unrelated procedure. During procedure the physician noted that the stylet could not be inserted in the right ventricular lead. The lead was replaced. The patient was stable during and post procedure.

Manufacturer narrative:
This supplemental report is to correct the previously reported describe event or problem.

Event description:
It was reported that the patient presented in the operation room for an unrelated procedure. The physician removed the entire system, disinfected it and attempted to re-implant it. During procedure the physician noted that the stylet could not be inserted in the right ventricular lead. The lead was replaced. The patient was stable during and post procedure.